Event description:
A complaint was reported regarding communication issues between the implant and the external equipment, shortly after suffering a fall. A boston scientific representative performed a device evaluation and the problem was confirmed. Explant surgery has been recommended.